Event description:
Customer states she was unable to test her glucose because of an error message on her freestyle meter. She also reports falling asleep while driving and getting into an automobile accident because, she believes, her "glucose was 400". She was taken to hospital trauma center. In it unk what care she received for her diabetes while in the hospital.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.